Event description:
A pt's leg was burned during a hysteroscopic endometrial ablation procedure. A resectoscope utilizing a "roller egg" electrode was being checked for function by activating it on a wet sponge on a metal side table. The electrosurgical connecting cable (non-wolf) was draped over the pt's leg. Subsequently, a 2 1/2 inch linear skin burn was noted only superficial and no remedial treatment was necessary. The electrode was not taken out of service and no specific fault was attached to it.